Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure and suture was used. During use, the needle was broken. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/9/2018 two suture needles were evaluated. A fracture was not observed on either needle.